Event description:
This complaint is now reportable based upon add'l info received on (B)(6) 2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulty occurred. The target lesion was located in the 95% stenosed, tortuous and severely calcified proximal left anterior descending (lad) artery. The physician tried to place a 3.00x32mm taxus liberte stent and had crossing difficulties. The physician completed the procedure with another of the same device. No pt complications were reported and the pt condition was listed as "good". However, the returned product analysis of the 3.00x32mm taxus liberte stent delivery system revealed that the stent was missing on the returned device.

Manufacturer narrative:
A visual and microscopic examination of the stent delivery system (sds) revealed that the device was returned without the relevant stent. The device was returned with the product mandrel inserted and the stent protector attached. The balloon appeared rewrapped. No kinks or damage were noticed along the shaft of the device. The tip section of the device was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).